Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing (atp) and an electric shock for what appears to be ventricular tachycardia. The shock converted the rhythm, nonetheless, the atp was not able to convert it and it was suggested that the rhythm was accelerated to the ventricular fibrillation (vf) zone after the atp was delivered. No out of range measurements were observed. No additional adverse patient effects were reported.